Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during laparoscopic abdominal surgery. The device was unable to fire. The surgeon was unable to squeeze the handle. The device was replaced to complete the case. There was no patient injury.